Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose of 401 mg/dl. The customer's other blood glucose level was 297 mg/dl. The customer reported that insulin pump had calibration issue. The customer did not provide the information related to the treatment. It was unknown whether customer was using the auto mode or not. The device will not be returned for the analysis.